Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Product analysis was performed on the returned handheld, which confirmed defective display screen. Following replacement with a known good screen, full product functionality was restored. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No additional information has been provided.

Event description:
On (B)(6) 2013 information was received from the reporter stating that the physician¿s handheld computer was stuck at the align screen. A hard reset was performed twice and both times the handheld computer stayed at the align screen and was otherwise unresponsive. Any other troubleshooting procedures could not be performed. A replacement handheld computer was shipped to the physician and the handheld computer in question has been received by the manufacturer, along with its flashcard, for product analysis. Analysis of the handheld is underway; however, has not yet been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.